Event description:
It was reported that the patient¿s liberty select cycler would not advance from the ready screen to setup for their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet. The cycler was rebooted, however the issue reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The valve actuation test failed. This failure occurred when the cycler powered off when compressor actuates. Failure was caused by a damaged air supply cable making contact on the air supply frame. During the internal inspection, the air supply frame had signs of thermal decomposition. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.